Manufacturer narrative:
Concomitant medical device: 250ml hospira bag ndc 0409-7983-02, lot number 60-061-jt, exp 1 dec 2017, carboplatin; 250ml hospira bag ndc 0409-7983-02, lot number 62-077-jt, exp 1 feb 2018, nacl, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer stated that carboplatin 900 mg in sodium chloride 250ml was to be administered in over 60 minutes but leaked approximately 10cc while infusing. The secondary tubing was replaced by the pharmacist with a new set and the remaining carboplatin was infused. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing resulted in no leaking while the tubing was manipulated at each engagement. The root cause of the customer¿s report could not be identified.